Event description:
On (B)(6) 2009, the pt underwent treatment for a descending thoracic aortic aneurysm. A cut down of the inguinal region was performed for access, and the introducer sheath was inserted from the right leg of a vascular graft. Two gore tag thoracic endoprostheses were successfully implanted with no evidence of endoleak. Upon waking from anesthesia, the pt experienced paraplegia. On (B)(6) 2009, a spinal drain was placed and rehabilitation was started. On (B)(6) 2009, the paraplegia had resolved, and the pt was discharged from the hosp. The physician believes the paraplegia may have been caused by an emboli shower from manipulation of the vascular graft during the procedure.

Manufacturer narrative:
The review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. The gore tag thoracic endoprosthesis, instructions for use (IFU) states: complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: neurologic damage, local or systemic (e.g. Stroke, paraplegia, paraparesis).